Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v378107, implanted: (B)(6) 2010, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the device was not charging or working correctly. Troubleshooting was performed and the patient was able to communicate with their implantable neurostimulator (ins). The programmer indicated that the ins was depleted and needed to be recharged. The patient started having problems with their ins not charging in (B)(6) 2015. The patient was having a recharge coupling issue. They could not get the coupling bars shaded in. They were seeing a reposition screen on their recharger. The antenna locate feature was used. The patient repositioned their antenna, turned the dial, and was able to get 6 coupling bars. The ins was about 1/5 charged. The recharger antenna was damaged. The patient was sent a new recharger antenna. Four days later it was noted that the patient had a loss of therapy and the device was not working. The patient had been in the hospital for a urinary infection and wondered if something might have happened in the hospital. The patient wanted to meet with a manufacturer representative to have their device checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: other chronic/intract pain (trunk/limbs)